Event description:
This is report 2 of 3 for the same event. It was reported that during an anterior cervical surgery, it was observed that the cutter device could not be inserted into the attachment device. It was further reported that the cutter device could not be removed from a different attachment device. The reporter was unable to determine which attachment device had which alleged malfunction. As a result, there was a minimal delay to the surgical procedure to change instruments. However, the duration of the delay was unknown. There were identical spare devices available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed cutter insertion, thimble lock and lock operation. Therefore, the reported condition was confirmed. It was determined that the device failed cutter insertion due to worn and damaged bearings that were no longer in axial alignment. It was further determined that this was due to corrosion on the bearings. It was determined that the device failed thimble lock and lock operation due to a damaged and corroded locking mechanism. It was determined that the device showed signs of corrosion indicative of immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.